Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50x16mm promus element ¿ drug-eluting stent, it was noted that the stent struts were lifted up. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged and a stent strut was lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50x16mm promus element ¿ drug-eluting stent, it was noted that the stent struts were lifted up. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.